Event description:
New information received notes that the patient was seen in the clinic with shortness of breath and fatigue. Upon interrogation, the atrial lead exhibited failure to capture, decreased in p wave amplitude, noise episodes and low pacing impedance. Upon further examination using x-ray, it was found that the lead's helix was not extended properly. Physician tried to reposition the lead, but lead's helix was unable to extend. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue, failure to capture, low pacing lead impedance, p-wave amp variation, and lead noise. The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil inside the connector region was slightly over torqued consistent with procedural damage. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was due to over torqued inner coil and helix being clogged with blood/tissue. The reported events of failure to capture, low pacing lead impedance, p-wave amp variation and lead noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.

Event description:
It was reported, that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited high capture threshold and low pacing impedance. Upon further examination using x-ray, it was found, that the lead's helix was not extended properly. Programming changes were made. The patient was in stable condition.